Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Reporter stated that one day earlier, she began to experience what she thought was a stomach virus with vomiting and diarrhea, it became progressively worse during the day and into the original date where then she decided to seek medical attention around 5pm w/a blood glucose of 558mg/dl. At the hospital, she was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.